Event description:
It was reported that several noise episodes were observed starting around (B)(6) 2021 on the right ventricular lead. It was also observed that the rv lead impedance had dropped significantly from (B)(6) 2021. The rv lead was being monitored and a lead revision was being considered. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2022-03816. New information received notes the patient presented in clinic for a procedure due to repeated noise, noise reversion on the right ventricular (rv) lead. The rv lead's impedance was within normal range but had decreased (200ohms). The pacemaker was removed from the pocket and it was observed that the rv lead's impedance went back to normal levels (400 ohms). When the pacemaker was programmed unipolar to tip it was noted that there was no sensing nor electrocardiograms but there was sensing through the pacing system analyzer (psa). The rv lead was tested with the psa and exhibited acceptable pacing and sensing characteristics. When the rv lead was connected to the pacemaker again, noise, unacceptable pacing and sensing was seen again. The atrial lead was placed in the pacemaker's rv port and anomalies were also reproduced. It was determined that the issues observed were related to the pacemaker header. There were no additional complaints on the rv lead. There was no complaint on the atrial lead. The atrial and ventricular leads remained implanted. The pacemaker was explanted and replaced. The patient was stable.